Event description:
A momentary power loss to the vibrator motor was reported, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and the malfunction did not recur after the reset, allowing the customer to continue using the pump.